Event description:
It was reported that the patient experienced withdrawal in (B)(6) 2011 when the catheter became disconnected from the pump because the patient grew. The pump was replaced at the same time. The patient recovered from the event. The pump was delivering lioresal. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8711, lot# j10809r17, implanted: (B)(6) 2001, product type: catheter. (B)(4).